Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had open wounds under the lifevest. The wounds were reportedly bleeding and may have been caused by an allergic reaction. The patient was given a prescription from her physician. Follow-up indicated that the wounds were still present but were no longer bleeding.